Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing on the ventricular channel was observed on a real-time lv capture test egm. It was noted that capture tests were only being performed in-clinic and that the oversensing would occur very seldom and only in-clinic. Programming changes were made. The device remains implanted.